Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with the lens cracked. The device was tested by the delivery accuracy test, visual inspection and the event log was reviewed. The customer's concern regarding the failed calibration was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Upon power up of the pump the pump alarms for service due. Clock record indicates clock days are past specification. The clock battery and the lens will be replaced as service maintenance.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump failed calibration. It was reported that there was no patient involvement. No adverse effects were reported.